Manufacturer narrative:
The valve was patent and passed siphon testing. It was within specs for pressure-flow and preimplantation testing. The valve did not pass reflux or leakage testing due to a large tear on the top of the delta chamber. It is undetermined how or when the damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve leaked.